Event description:
It was reported that the user¿s ilet device housing separated at the screen bezel after removal from the charger, resulting in the device breaking into two pieces; the user noted recent exposure to cold followed by warmer conditions, and was advised that temperature change and adhesive could be contributory pending evaluation. Symptoms included no reported adverse clinical effects. Outcomes included the user transitioning to backup therapy and continued use of a compatible cgm until a replacement arrived. Investigation included troubleshooting and user education, shipment of a replacement device, and return of the original unit for assessment. Investigation of the returned device revealed a hardware enclosure issue consistent with screen bezel separation and adhesive failure associated with environmental stress, without alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to enclosure adhesive separation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.